Event description:
Ring broke. Perforated skin. Doctor removed about 4 inches of ring. Left mesh in place. Mesh implanted 2005 by dr.

Manufacturer narrative:
A picture of what appears to be a section of a memory recoil ring was sent to us. We are unable to determine what caused the ring to break by looking at the picture.